Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and no delivery. The customer¿s blood glucose level was 417 mg/dl and 366 m/dl. The customer performed 5.0 unit fixed prime and the insulin exited. Troubleshooting was performed. Insulin pump will not be returned for analysis.